Manufacturer narrative:
When this was initially reported, it was reported as one event. After further evaluation, it was indicated that this was actually more than one case that was noted having this issue. No additional information was given including trial sizes or the component involved with the incident. Current incoming inspection for these components require a sampling of the lot to meet dimensional specifications. Lots failing incoming inspection are dispositioned appropriately. We are still working with the distributor to obtain additional information. If additional information is received, a supplement report will be completed as appropriate.

Event description:
The distributor reported that they have had reported cases from their customers of the pip trials not completely seating into the medullary canal after preparation by the physician. They reported that the pip implants seem to slip into the canal with barely a tap.